Event description:
It was reported by the site that the patient's vns is now indicating high lead impedance however the nurse practitioner stated that the vns indicated it "delivered the normal dose." The patient's vns was disabled as recommended in manufacturer labeling when high impedance is present. No trauma or manipulation was noted. The implant card for the patient's previous generator replacement on (B)(6) 2011 indicated normal lead impedance. Attempts for additional information have been unsuccessful to date. Surgery to replace the patient's lead appears likely. No adverse events have been reported.

Event description:
Additional information was received indicating the patient's vns was not disabled as recommended in manufacturing labeling because the patient requested it remain on. X-rays were taken however only a report of the images was provided to the site which did not indicate any observed lead fractures. The site indicated that the high impedance was first observed in (B)(6) 2012. Surgery remains likely however the patient indicated he would like to wait before pursuing replacement.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.